Event description:
The report indicated that approx 10 min into case, the clinician noted the flow was decreasing and the oxygenator would not adequately oxygenate the pt. The oxygenator was changed out with no pt compromise. Following co's complaint analysis, the reported event could not be confirmed.